Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report of "unable to discharge" was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The reported malfunction of "failed self test" was observed during the review of the activity logs. However, the review suggests some of the failures were related to the attached electrode pads being expired. We could not determine the nature of the faults associated with other entries of self test failures. The electrode pads were not provided as part of the investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the device failed to discharge. Complainant indicated that during subsequent testing, the device failed the self test. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.